Event description:
Coag did not function on this electro surgical pencil-cut did function.

Manufacturer narrative:
Investigation findings: the returned sample was evaluated for function testing. This function testing indicated the pencil worked as intended. The pencil was taken apart to see if there were any abnormalities inside, none were found. The work order and related qual documents were reviewed and no discrepancies were noted. All release specifications were met. Correction: none taken. Root cause analysis: due to that the pencil worked as intended and the lot met all release spec, we were unable to determine a definitive root cause. Corrective action and/or systemic correction action taken: none taken. Preventive action: none taken. This report is being filed due to a retrospective review of complaints. This complaint has been re-opened for further investigation. A supplemental report will be filed if further investigation provides info which changes the content of this report.